Event description:
Provider states the atp noticed the wheel lock extensions were not with the chair when the chair was being put together, but failed to make anyone aware. The parent of the end user had called and mentioned where they were.